Manufacturer narrative:
Device evaluation: a field service engineer (fse) visited site and replaced the joystick. Fse also reported that there was no patient intervention. System checkout passed. System meets all specifications. Manufacturing records review: a review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Conclusion: as a result of the investigation there is no indication of a product quality deficiency. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the spring broke on the joystick and can't find neutral. It keeps going up or going down and not stopping with patient involvement. It was reported that there was no patient intervention. No additional information was provided.